Event description:
A consumer's wife reported that he used a pen needle 8mm 31g on (B)(6) 2015 to administer his lantus and the needle broke off in his skin. The consumer went to the emergency room on the same day and the doctor attempted to make a small incision to get the needle out. The consumer's wife reported that after the doctor applied the local anesthetic the consumer's skin became swollen which made it difficult to remove the needle. The doctor decided that he was not going to make several incisions, so he referred the consumer to his health care provider. The consumer was sent home from the ER on (B)(6) 2015. During follow up, the consumer's wife reported that he had the needle surgically removed on (B)(6) 2015 and was prescribed prophylactic antibiotics due to his increased risk of infection as a diabetic.

Manufacturer narrative:
1. Ypsomed manufacturer analysis; 1.1. Testing; six supplied complaint samples of the batch 131028 were tested. The verification procedure was based on the complaint standard procedure, needles cm_oos. The measurement values of the breaking resistance examination according din iso 9626 are within the specification. None of the 6 supplied complaint samples have been broken during the test. 1.2. Visual inspection of the broken cannula: the supplied broken off cannula has been analysed under the microscope. The type of the breakage could be reproduced, if a bent cannula will be straightened again in its original position and injected by the patient afterwards. 1.3. Batch record review: the batch record review of the above mentioned product shows no abnormalities. Hereby, we confirm that the above pen needle is sterile and has been manufactured and inspected according to our specifications. All requirements have been met. 1.4. Complaint trending I risk verification: failure mode known. The data analysis shows that the complaint rate is in the acceptable range. 2. Conclusion: 2.1. Failures- cannula is broke off from the needle hub. 2.2. Causes: if a bent cannula will be straightened again in its original position and injected by the patient afterwards. 2.3. Corrective actions: no corrective action are planned.